Event description:
During the evaluation of a returned spectrum infusion pump, 4 occurrences of "door jammed" alarm was identified in the event history log. Any pt involvement, injury or medical intervention is unknown since these items were found during evaluation of the device.

Manufacturer narrative:
Manufacturer ref no.: (B)(4). The device was returned and evaluated by baxter. This complaint was opened during the investigation of complaint (B)(4). The "door jammed" alarms were confirmed through the event history log review. The cause was undetermined. If any additional info is received a follow up will be sent. The upper aux and lower aux were replaced.